Event description:
Small aaa above the bifurcation - 2cm. Two introducer sheaths were utilized. A 7fr. Sheath on the right side and an 18f sheath on the left side. Physician advanced the aaa cuff through the 18fr. Sheath, to the aneurism and dilated the cuff with a balloon, however, the aaa cuff came down rather low, so the physician wanted to oppose the walls of the graft. The physician placed stents to maintain flow at the bifurcation., two primus stents were prepped for the case. It was noted that the stents were difficult to load onto the .035 wire. The physician deployed the stents at the same time in a kissing type technique. Both stents jumped forward (migrated) minimally toward the aorta. (8x37 on the right and 10x27 on the left) the physician decided to overlap the two 10mm stents below each primus stent for coverage and advanced these stents using the same wire that was previously placed.